Event description:
During the procedure, after removing small straight ethmoid from nose by surgeon, the tech noticed the upper jaw of the instrument was missing. The piece was found by the surgeon in the patient's nasal cavity and removed.